Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicates low impedance on lead t8. Surgical intervention was undertaken wherein the t8 lead was explanted. The physician attempted to implant another lead at t8. Physician had trouble visualizing epidural access with fluro after a couple attempts physician errors to caution and aborted procedure. T7 lead remains implanted with partial effective therapy.